Event description:
Attempt to deploy perclose device. The device went in without a problem. As the md was pulling the device out, the feet were deoplyed without difficulty, with a stop in blood flow, as expected, but the knot formed external to the pt, nowhere near the artery. Required replacing a guide wire, and placement of an arterial sheath, until the pt's clotting indicators returned to normal. The sheath was later pulled out, with manual pressure applied, and no complications ensued at the time.